Event description:
It was reported that the device was explanted approximately after implant duration of .20 months, due to acute severe mitral regurgitation. No further details were provided. Info learned from operative report.

Manufacturer narrative:
Device not returned.